Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump monitored in 50c oven for several days and no button error alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.